Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On november 7, 2016, it was reported that the product needed repair because the ¿take skin effect is not good¿. On (B)(6), 2016, it was clarified that the issue occurred (B)(6), 2016 during surgery. There was no medical intervention or additional surgical procedures required and there was no harm or injury to the patient or operator. There were no contributing conditions related to the event and another device was used to complete the procedure. It was also noted that the surgical technique for the product was utilized. On (B)(6), 2016 it was further clarified that the issue was found before surgery so there was no impact or damage to the graft harvest. The harvested graft was usable and an additional graft did not need to be taken. The blade was placed properly for use and there was no dermacarrier used. It was also stated that the device has not been repaired by anyone other than zimmer biomet. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a power supply, with reported serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome power supply reported serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the electric dermatome by on (B)(6), 2016 revealed that the motor was running at rpm. The control bar was flush with the master blade. The device was out of calibration at all the settings, but the 30. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6), 2016 which included replacement of the vespel sleeve bearings, semi-circle bearings, screws, motor and handpiece switch. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor was not running and the device was out of calibration at 3 settings. The root cause of the product needing repaired was due to the motor failure and the device being out of calibration. The issue was resolved with the replaced the vespel sleeve bearings, semi-circle bearings, screws, motor and handpiece switch. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the machine was not easy to use. The skin taken is uneven and there seems to be a lack of power. No adverse events were reported as a result of this malfunction.